Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient thinks the battery was not working right. Patient stated he was not getting therapy like he thinks he should since the end of last week patient stated that his ins battery was not draining like it should. Patient stated he was not having to charge as often since the end of the last week. Patient has an appointment scheduled on february 27th. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the device had powered off. Patient reported the device was turned on then was replaced due to age of battery. Issue resolved.